Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received for analysis. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the proximal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred vascular access was obtained via right radial artery. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The 15mm x 3.50mm nc quantum apex balloon was inflated at an unknown atmosphere and ruptured. The device was retrieved intact. The procedure was completed with a different device. No patient complications were reported and the patient status s good.